Manufacturer narrative:
The device was returned and evaluated, and the issue confirmed due to clogging of nozzle, water removal ability does not meet the standard value. In addition to the foreign object in the nozzle, due to insufficient cleaning, the additional evaluation findings are as follows: due to a scratch on switch 1, water tightness was lost; adhesive around objective lens was peeled; suction connector was damaged; control unit had discoloration; adhesive on bending section cover had a chip; bending tube was deformed; due to wear of angle wire, the play of up/down knob and bending angle in up direction did not meet the standard value; connecting tube had a dent; and universal cord had a wrinkle. The following were scratched: plastic distal end cover, suction connector, switch box, forceps elevator lever, forceps elevator knob, right/left knob, up/down knob, control unit, connecting tube, scope connector cover unit, protector of universal cord on suction connector side, universal cord, image guide protector, grip, scope cover, switch box, and connecting tube. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, based on the obtained information, the foreign material was unable to be specified, and the cause of remaining of the foreign material was unable to be specified. It was also confirmed that the air/water channel was not damaged, and the reprocessing was practiced in accordance with IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor gas and water delivery. The event occurred during an endoscopy procedure. There was no delay, and the procedure was completed with the same device. There was no harm associated with the event. The device was returned and evaluated, and there was foreign material in the nozzle. The MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.